Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that within a couple weeks of implant, it was noted that the right ventricular (rv) lead exhibited elevated impedances on the pacing portion, the superior vena cava (svc) coil, and the rv coil. Additionally, questionable capture was seen. During a revision procedure, it was determined that the cause of the issue was a loose device set screw. The lead and device were reconnected, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.